Manufacturer narrative:
Medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown; bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported there was erroneous results with a bd vacutainer® fx 5mg 4mg plus blood collection tubes. No serious injury, no medical intervention.